Manufacturer narrative:
(B)(4). Catalog number in is the international list number which is similar to us list number of 062918. The device involved in the event was not returned, it was discarded; therefore a return sample evaluation is unable to be performed. Intestinal bleeding is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2019, patient in (B)(6) underwent procedure for replacement of percutaneous endoscopic gastrostomy with jejunal (peg-j) tube. It was reported that the intestinal tube was completely out. On (B)(6) 2019, the intestinal tube was replaced. Additional information indicated that the patients hemoglobin was chronically low due to a bleeding of vessels in the duodenum. The patient received intravenous iron infusion in the hospital on (B)(6) 2019.